Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, anistomasia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with mentor memoryshape, 445cc silicone breast implant has experienced right-sided implant rupture, bilateral wrinkling, and bilateral ptosis postoperatively. The report indicated the following: gel rupture, shape, size, rippling and pre-pectoral position. The rupture was discovered during surgery. As a result, patient underwent bilateral mastopexy and, replacements as follow: l/ cat#: smpx270, sn#: (B)(4), r/ cat#: smpx270, sn#: (B)(4), on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on april 22, 2022 indicated that the patient has two other event with capsular contracture which will be reported accordingly. Manufacturer¿s reference number: (B)(4).